Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 44.6 cm with the distal tip returned for analysis. External insulation abrasion was noted from 8.5 cm to 9.4 cm from the distal tip, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.